Event description:
Additional information received reported that the unit was reprogrammed. The event was attributed to the need to adjust unit programs. Programs on the implantable neurostimulator were reset. There were no errors. Programs were reset to better patient sensation. Patient was keeping void/leak diaries.

Event description:
It was reported that the patient had a slight return of symptoms which were leaking and urgency. Patient was on program 3 at 1.7. It was noted that the patient was sleeping well but had to get up at about 4am and run to the bathroom. Stimulation was helping the patient beyond 50%. When the patient turned stimulation up to 1.8 she had stimulation painfully go down her leg. There were no known falls or traumas. Patient was now on program 1 at 4.6 and was feeling stimulation comfortably sitting and standing. Additional information received reported that there was a loss of therapeutic effect. It was noted that therapy had been very bad on the day of this report. Patient would sit for 2 hours and then would get up and leak, she could not get to the bathroom in time. Patient had tried to adjust to 4.8 but brought the stimulation back to 4.6. The setting had worked for her but on the day of this report it suddenly was not. Patient had tried program¿s 1 and 3. Patient changed to program 2 and felt stimulation at 2.6 but stimulation was in her left leg and not bicycle seat area. Patient tried program 4 and could feel stimulation at 1.8 and it was comfortable. Patient stated she did not receive training on the patient programmer. The patient had appointments with her health care provider on (b)() 2013 and still had concerns regarding her device and or therapy. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va087sr, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received noted that the cause of the event was that the patient was not clear on the use of the programmer. Regarding any abnormal impedance measurements, it was noted as n/a. The patient did not understand the use of the device and was encouraged to ask for assistance. Reprogramming (B)(6) 2013 noted: the patient presented to the office. Interrogation of unit was normal. The patient was only using one program. They spent 40 minutes explaining and walking the patient through use of programmer. They wrote instructions down in terms the patient understood. Patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient was experiencing a loss of therapeutic effect. The patient was still having problems with wetting, urgency and she had spent all morning switching programs to see which ones actually helped but so far no improvement. The patient's stomach was tender across bladder area. There was no known accident or incident related to this complaint. The last couple of weeks the patient had noticed increase in urgency. The patient currently had about 50% improvement but the patient was told that the implant would take care of the problem completely. Patient thought she wouldn't need to use any pads and the patient could not afford to pay for poise pads and her insurance would not cover them. The patient had been back to md office 5-6 times since implant and was last seen about one month ago. The doctor adjusted it to one program and then said that she would need to contact the manufacturer. The patient was told by doctor that if she noted a return of urgency to switch to a different program. On (B)(6) she was on program 2 at 4.0v, on (B)(6) on program 4 at 2.7 and then program 2 at 4.8v. The patient noted they were not told that 50% improvement of symptoms would be considered successful results prior to being implanted.